Event description:
Customer reported she received a sensor error on previous day; she reconnected to old sensor and then received a calibration error and change sensor alarms. During troubleshoot, customer stated he had eaten and waited to calibrate when stabilized. It was confirmed customer is calibrating according to recommended frequency. Blood glucose 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.